Event description:
It was reported that the device keypad/switch would not operate. There was no patient use associated with the reported device.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the main control keypad assembly. After replacing the main control keypad assembly, proper operation was confirmed and the device was returned to the customer.